Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during routine preventative maintenance, the water pump was not working. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Evaluation codes: updated. One device was received. Per visual inspection, reflux plug/hl-390 missing. Functional testing could not duplicate or confirm the complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reflux plug/hl-390, reservoir gasket and o-rings. Performed preventative maintenance (pm) and calibration. The device passed all functional and delivery tests.